Event description:
The customer reported that while preparing the subject device for use, the forceps angulation was not working. Another similar device was used to complete the procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing, service found that a stain had entered inside the light guide lens through a gap of adhesive. This report is being submitted for the malfunction found by service during the device evaluation.

Manufacturer narrative:
Upon further evaluation of the device, service found the objective lens was broken, and part of the adhesive rubber was broken. The angulation in the up direction was out of specification due to wear of the angle wire. A crease at the connecting tube was observed. The scope cover was polluted (discolored/unclear). The electrical connector was corroded. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely that a gap was created in the adhesive part of the light guide lens due to physical stress, etc., and dirt entered. The event can be detected/prevented by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The device's instruction manual provides the following warnings which may help to prevent the issue: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.